Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report stating pentax model ed-3490tk/serial (B)(4) cultured positive after sampling performed on (B)(6) 2018. The sampling performed on (B)(6) 2018 yielded a total of 8 cfu comprised of the following 4 isolates: -positive cocci, micrococcus luteus; -positive cocci, staphylococcus lugdenensis; -positive cocci, staphylococcus epidermidis; -positive cocci, staphylococcus hominis. The duodenoscope was returned to pentax medical for evaluation. The duodenoscope was reprocessed and resampled in accordance with pentax medical procedures. The resampling performed by pentax medical on 21-june-2018 yielded 0 cfu. The duodenoscope was inspected by pentax medical service on 02-jul-2018. The inspection findings included the following: -bending rubber pinhole. -distal cap, fixed type passed epoxy seal integrity inspection. -failed dry/wet test. -unable to open pve connector housing. The duodenoscope is currently undergoing repairs.